Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is 199 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.